Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient ins 'no longer works.' The patient clarified that they had not used the ins in years, that it was no longer functioning and that they were unable to charge it using the ins recharger. It was reviewed that the ins was probably in over-discharge, and the patient was redirected to their hcp. Follow-up was conducted. No patient complications were reported. On 2018-03-28 additional information was received reporting that the patient's battery is not charging. The patient estimated the battery has been dead for two years. This was due to patient compliance. The patient has an appointment on (B)(6) 2018 no further information was reported. On (B)(6) 2018 additional information was received reporting that a antennae locator jump start was performed on the patient's implant and the por was cleared. The patient resumed charging and normal use of stimulation. No symptoms were reported and no further complications were reported or anticipated. On 2018-07-30 the manufacturer representative reported that the ins was not helping with the pain the patient had in their back, it only covered the patient's leg area. It was stated that the reason the patient was implanted was for their back pain. The manufacturer representative reported that the patient was having the device explanted. No additional patient symptoms, or additional device complication were reported.